Event description:
(B)(4). I suffer from painful periods, cysts on my ovaries that cause serious pain until they rupture which I can feel happen, pelvic pain, pain all over my stomach, tender breasts, migraines, foul taste in my mouth, hair thinning, anger, sadness, lots of mood swings, acne, pain in my kidneys, restless leg syndrome, memory fog, trouble concentrating, ringing in my ears, constipation. And I really can't stress enough all the stomach pain I have. I feel like I've been poisoned and pains shoot throughout my whole upper body.